Event description:
On 5/16/96, the aus device was implanted. On 1/16/97, the balloon was revised. On 3/10/97, the balloon was repositioned. On 7/24/97, the balloon was removed from the pt and replaced due to "herniation of the balloon."